Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Similar adverse event is being reported under MFR 3004753838-2018-160227.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection was reported. The patient's mother stated the patient's dexcom was in the warm up session and then it turned into a signal loss. She stated while the patient was at school, they experienced two hypoglycemic events. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) correction "dexcom was made aware on 11/27/2018, that on (B)(6)2018, a loss of connection was reported."(B)(4).

Event description:
Dexcom was made aware on 11/26/2018, that on (B)(6)2018, a loss of connection was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.